Event description:
The patient reported that the down arrow button was intermittently activating desired pump functions when pressed. She also said that the down arrow button was intermittently sticking. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation revealed that multiple button presses were required on the down arrow button to activate desired pump functions. None of the buttons spring back or click normally. Contamination was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.